Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via the receipt of operative notes the patient experienced additional plate fractures, however it is unknown if it is the ribfix or stracos device. There is no report of a revision at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pre-operative and post-operative images were provided and reviewed. Post-operative x-rays dated (B)(6) 2017 identified singular r5 stracos clip fracture. X-rays dated (B)(6) 2017 identified possible singular r6 stracos clip fracture. The devices involved in this event are a competitor product. Therefore no investigation will be completed and no additional reports will be submitted.